Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 3 months. Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for gi bleed, hgb in 7-8 range over the last month, and was given 1 nit of prbc at snf. 2 units of prbc was given on (B)(6) 2019 at ibmc (site) and patient was reportedly responding well to the transfusions and hgb stable in the upper 7 to 8 range and reported was on IV iron. Anticoagulants at time of ae: aspirin, warfarin. On (B)(6) 2019, it was reported that the patient remained inpatient and the site of bleeding was not confirmed. It was reported that due to patient improvements seen, stabilization of hgb, no additional diagnostic test was performed after subject received the 2 units of prbc and was started on iron supplements at facility. Subject had a drop in hgb, which was attributed to their anemia. 2 units of prbc was transfused on (B)(6) 2019 during inpatient stay following admission from skilled nursing facility where the patient also receive 1 unit of prbc. Subject was then started on IV iron and transitioned to oral iron supplements. Hgb stabilized and patient currently being monitored with daily cbcs. No bleeding was confirmed. Patient currently being monitored for drops in hgb. No further information was provided.